Event description:
It was reported by repair work order that the customer alleged that the head end hydraulics were drifting. Upon inspection of the unit by the service technician, it was identified that the head end jack was drifting.